Manufacturer narrative:
This supplemental report is being submitted to provide the legal manufacturer's final investigation results. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was confirmed. Based on the investigation results, it is likely the following led to the malfunction: the cause is traced to component failure. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that, during a therapeutic laparoscopic liver resection, the energy device displayed output error "sealing incomplete" frequently. The procedure was completed using a different device from another company. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that, during a therapeutic laparoscopic liver resection, the energy device displayed output error "sealing incomplete" frequently. The procedure was completed using a different device from another company. There were no reports of patient harm.